Event description:
Patient presented to their primary care physician and ER physician after a series of visits with severe pain in the right chest above the ipg and shoulder, pain on the right side of the neck radiating towards the back of the ear where the stimulation lead is located, along with fever and chills. Imaging was performed which detected a mass on the right side of the chest above the ipg. ER physician gave a steroid injection and prescribed oral antibiotics. Patient was referred to a cardiothoracic specialist and additional imaging was ordered .